Event description:
Tip of ablator (2cm) broke off in patient during use in shoulder joint (glenoid resurfacing). Piece ended up in subscap area and c-arm was brought in to locate piece. Surgeon did additional incision to use a grasper to remove it. Surgeon states he was somewhat aggressive, but not to cause it to break. This device is used for treatment.

Manufacturer narrative:
Investigation has been initiated, but not yet completed. Device has been sent to manufacturer for evaluation. A follow-up report will be submitted upon completion.